Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted. Full name of establishment: (B)(6).

Event description:
It was reported the bronchovideoscope experienced no image. The issue occurred during preparation for use in a diagnostic bronchoscope procedure. The procedure was delayed for one hour, and then cancelled. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was evaluated by olympus. The reported issue of no image was reproduced. Additionally, there were non-reportable (non-pae) defects noted. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the suggested event occurred due to the defect of the image sensor unit or the failure of the internal circuit board of scope connector. However, the specific root cause of the suggested event could not be identified. Olympus will continue to monitor field performance for this device.